Event description:
It was reported via repair work order that the tracks are extremely loose which will not allow for proper stair engagement. The ankle strap is worn and cannot be relied upon for proper securing of the patient. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.